Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the drive support cap was coming out. The customer stated that the drive support cap was damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with missing end cap noted. Unable to verify loss or protruded drive support disk or perform any test due to missing end cap. The test reservoir p-cap was able to lock in place.